Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.

Event description:
During a simplicity procedure, the probes would not reach temperature on the generator. The procedure was cancelled.

Manufacturer narrative:
Visual inspection revealed the input, output connectors and controls appeared to be free of physical damage. All the mounting hardware was secured. Normal wear was observed on the exterior chassis. Ac power was applied to the ionicrf generator and the system successfully executed the power on self-test (post) with no faults detected. The device was functionally tested, and no errors were seen during testing. No hardware anomalies were detected in this investigation. There were no log files to review for the reported event date.